Event description:
On 02/23/2010, philips received a medwatch report from the FDA indicating that a customer reported a product problem that had occurred on (B) (6) 2009, involving a puppydog pre-wired neonatal/pediatric radiolucent electrode. It was reported that the electrode burned a pt's skin.

Manufacturer narrative:
Philips received a medwatch report from the FDA indicating that a customer reported a product problem that had occurred on (B) (6) 2009, involving a "puppydog" pre-wired neonatal/pediatric radiolucent electrode. It was reported that the electrode burned a pt's skin. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.